Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap bowel, the device seal disengaged. The seal tore off of the trocar when the surgeon inserted a 5 mm ethicon ligamax clip applier. The seal was found in the patient and will be returned along with the cannula and radially expanded sleeve. No patient injury has been noted. Patient has recovered.